Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 6/14/2022, it was reported by a sales representative via email that an eyelet and sutures from an (B)(4) internal brace implant system, came off the screw, and the screw was lost in the patients body. Surgeon spent about 90 minutes searching for the screw under direct vision and could not locate it. Another ar-1678-cp internal brace implant system was opened and case was completed without further issues. This was discovered during a flat foot correction spring ligament internal brace procedure on (B)(6) 2022.